Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not dispensing correct quantity of medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available". Upon investigation of the actual device used in this incident, it was determined that the device was not dispensing the correct quantity of medication. A technical support specialist dialed into the server and checked the medication inventory the total current was 2, with a minimum of 8 and a maximum of 12. A device inventory report and all event reports were run. The issue appeared to have occurred on 6/5 when the medication count did not match the current medication count. This problem arose because the user had selected blind count when picking or loading medication, which was not indicated as load/unload. Therefore, when the count reached 5, the device displayed a discrepancy. For instance, during the medication pick-up, the initial medication quantity was counted and entered. After the medication was picked, the final count was entered. However, if the blind count had shown a random number for the initial count and the final count had exceeded the previous count, a discrepancy occurred. The system functioned as intended after the technical support specialist troubleshot the device.